Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.

Event description:
Attorneys report of pt's alleged pain, small bowel obstruction and mesh explant after less invasive methods failed to resolve her symptoms.